Event description:
Knee resurfacing procedure was performed on (B) (6) 2008. Revision procedure was performed on (B) (6) 2010 due to pain. The hospital reported that during the revision, a mass of tumorous material was found around the prosthesis. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Further information received indicated that the patient was diagnosed with kahler's disease. Current information is insufficient to permit a conclusion as to the cause of the event. Explant has been requested to be returned for evaluation. Upon return and completion of evaluation, a follow up report will be sent to the FDA.